Event description:
It was reported that while installing the helium tank on the cardiosave intra-aortic balloon pump (iabp) unit's helium tank empty quickly there was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to verify low tank pressure. Replaced customers helium tank with new tank as precaution. Fse replaced o-ring,buna-n 1-008 n70. Fse then performed functional tess and safety check to factory specifcations. Returned to customer cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's helium tank empty quickly there was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.